Manufacturer narrative:
Continuation of d10: product ID 97745 lot#/serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient was at an MRI facility and they could not get into MRI mode for they got no device found. Patient said that their implanted neurostimulator was fully charged and they last charged it 2 days ago but today it would not connect for they got no device found. During the call the patient reset the controller and attempted to unlock the controller, the patient got no device found. Patient did not have their recharger with them at the time of the call. The issue was not resolved through troubleshooting. Patient was escalated and said they would call back at another time and get their doctor to call. .